Event description:
Acute abdominal pain. The pt is an old obese (but not morbidly) who was taken to the or for a ventral hernia repair. The surgeon noted that the rectus abdominal muscle layer had retracted substantially from the midline (on both sides). Extensive adhesiolysis was required during the initial dissection. Mesh repair of the large hernia was necessary. The sepramesh selected was the largest size mesh available (dimensions unknown at the time of this report), and it appeared normal in color, texture, and overall appearance on removal from the package. The physician trimmed the mesh using scissors (a comman practice) into an oval shape, to fit the defect in the abdominal wall. The surgeon did not presoak the mesh, as directed in the instructions for use. Interrupted proline sutures were used to attach the circumference of the mesh to the abdominal wall. The surgeon noted that the handling properties of the mesh were excellent. The surgery was completed uneventfully although it was noted that handling properties of the mesh were excellent. The surgery was completed uneventfully although it was noted that on emergence from anesthesia the pt coughed forcefully. The pt went home the following day without complaints. On the 21st of july, the pt presented with new onset acute abdominal pain, apparently following a strong coughing spell. Emergent surgical exploration revealed that several of the proline sutures had popped and come loose in the upper right lateral portion of the mesh. Additionally, the surgeon noted two horizontal "runs" in the mesh. One "run" extended side to side across the entire mesh, inferior to the midline, reportedly approximately several millimeters in width, although no specific measurement was done. The second run occurred inferior to the first, but was only part way across the mesh. The surgeon decided to over-sew and reinforce the runs with running proline sutures and reattach to the abdominal wall, the area of the mesh that had come loose from the popped sutures. He was able to remove a small sample of the defect in the mesh that was later sent to the MFR for analysis. The pt recovered uneventfully from the second surgery and is currently at home doing well. The reporting physician assessed the event as probably related. MFR's comments: tear testing of the raw mesh material were found to be within the range of other commercially available meshes. Based on the info provided the run could have resulted from the extreme forces experienced in the early operative period (i.e., coughing spell, pt size) or subsequent to a suture pull out.